Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternative method of insulin delivery. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.